Event description:
It was reported that lead was extracted due to unspecified physical and electrical failure. Lead was damaged during extraction procedure and will not be returned for analysis. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.